Event description:
It was reported that the pump had downstream occlusion alarm in btw testing. The event occurred during infusion. There were no harm and patient involved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump had dso (downstream occlusion) alarm in testing. The review of event log found that no information related to the complaint. During 12-month service history found first time in for service. The visual and functional testing was performed. Downstream occlusion alarm duplicated during testing and found dso sensor failed, calibration failed and dso sensor was in operative. The probable cause is the dso sensor.